Event description:
Information was received from healthcare provider via manufacturer representative regarding a device used for spinal therapy. Pre-op diagnosis was pediatric scoliosis. It was reported that, during the set screw insertion in the de-rotation step, set screws cross-thread with pedicle screws easily and metal debris formed. Procedure performed was spinal fusion. There were no patient symptoms reported. No further complications reported regarding the event.

Manufacturer narrative:
G2: country of event: hong kong. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of product: 5540030 ; lot: 0095239c visual and microscopic examination confirmed that the threads were damaged. The damage is consistent with misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.